Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter address line 1: (B)(6).

Event description:
It was reported that the patient underwent an aortic valve closure on (B)(6) 2023 due to severe aortic regurgitation. The patient was connected to the power module and the speed was lowered to 6000 rotations per minute (rpm) for cardiopulmonary bypass. After aortic valve closure, a pump stop occurred when the surgeon was deairing the outflow graft. There were five pump stops all followed by the pump start command on the system monitor. The pump start button was never pressed during the operation. When the operation was finished the set speed was returned to 8000 rpm. The log files were submitted for evaluation and captured the speed change to lower than the set speed limit which resulted in low-speed operation alarms. The pump stop command was received from the system monitor 14 times and caused the pump to stop multiple times. Related regulatory reference report MFR # 2916596-2023-01306.

Event description:
It was additionally reported that the pump stop was caused by air mixed into the left ventricle due to the intervention of the aortic valve. The air was sucked into the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop events during deairing procedure at 6000 rpm can be confirmed based on the information recorded in the provided log file. The log file contained data recorded from the time stamp of day 1409, 5 hours and 56 minutes to day 1417, 1 hour and 28 minutes. The system maintained the set speed with no interruptions when at the time stamp of day 1416, 23 hours and 5 minutes the speed was adjusted to 6000 rpm and 3 minutes later there was a motor stop command received and the speed decreased to 0 rpm. The pump was restarted and a motor stop command activated and the pump stopped again. The remaining of the log file revealed multiple incidents where the system was restarted and it stopped again due to the motor stop command received being active. The provided information indicated that air was introduced into the pump circuit during an aortic valve closure. When air is ingested into the pump there will be a drop in current, during the procedure the pump was operating at 6000 rpm. When the system operates at 6000 rpm and the current decreases below the minimum threshold, the controller will assume that the motor is not running and the controller will stop the pump (motor stop command). Due to the speed being set to below 8000rpm, the controller does not auto-start the pump. In this state, the system monitor will display the pump start command. The system controller serial number (B)(6) was not exchanged or returned for evaluation. The root cause for the reported event was determined to be air in the pump and cannot be correlated to an issue with the controller. The system controller appeared to be operating as intended during the event; there were no reported issues in restarting the pump when prompted on the system monitor. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. Operating manual rev. F covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Section 13.2.2. System monitor clinical screen explains the command buttons and how to start the pump: ¿a pump start button will appear when the pump is stopped or disconnected from the system controller. Pressing this button will restart the pump. See pump stop in section 13.2.3 for more information¿. Section 13.2.3: ¿if the fixed speed is set below 8,000 rpm, the pump will not automatically restart after being disconnected then reconnected. The user must press the pump start button¿. No further information was provided. The manufacturer is closing the file on this event.